Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station keyboard was failed to function. The customer was reported that the station was unresponsive despite a reboot, and the some of the keys on keyboard was not working. The field service engineer (fse) had found that pressing the "k" key caused a network window to open, and some keys were unresponsive. After replacing the keyboard, the issue persisted. The fse then booted the station into the support account, disabled the firewall, and used an external keyboard to enable the num lock key, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.